Event description:
On the first post-operative day, the patient is reported to have developed a fever. The site further reported that the patient had had "healing problems" and had a generalized infection that also included the thoracotomy site. The patient's driveline exit site was reported to be normal. He was treated with meronem, tobramycin, vancomycin and fluconazole (routes not specified) and a vacuum-assisted wound system. The patient's infection remained unresolved. The event was reported to be unrelated to the heartware device by the patient's treating physician.

Manufacturer narrative:
On the first post-operative day, the patient is reported to have developed a fever. The patient's driveline exit site was reported to be normal and tracheal secretion cultures proved to be positive for candida albicans. He was treated with meronem, tobramycin, vancomycin and fluconazole (routes not specified) and a vacuum-assisted wound system to his thoracotomy site. The patient's infection remained unresolved. The event was reported to be unrelated to the heartware device by the patient's treating physician. Conclusion: the device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Based on available information the cause of the infections and wound healing cannot be determined. Investigations of complaints with similar circumstances were reviewed. Infections are known risks in patients with percutaneous lines and/or implantable devices and of surgery. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.